Event description:
It was reported by service report that a weld on the fowler broke. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Follow-up will be issued as necessary based on investigation results.